Manufacturer narrative:
The flow sensor cover was replaced by the hospital to resolve the reported issue. Customer reports no patient information available. (B)(4). The flow sensor cover was replaced by the hospital to resolve the reported issue. Customer reports no patient information available. (B)(4).

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.